Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2013-00064 plate follow up 1. MDR 3025141-2013-00065 screw 1 follow up 1. MDR 3025141-2013-00066 screw 2 follow up 1. MDR 3025141-2013-00067 screw 3 follow up1. MDR 3025141-2013-00068 screw 4 follow up 1. MDR 3025141-2013-00069 screw 5 follow up 1. MDR 3025141-2013-00150 screw 7.

Event description:
On (B)(6) 2011, an acumed plate was implanted in the right distal radius of a female pt. On (B)(6) 2012, a broken screw was noted. On (B)(6) 2012, the plate and seven screws were explanted. The four explanted distal screws were broken.